Manufacturer narrative:
D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. Two (2) photos were provided, and the carrier tube was identified. The carrier tube was found to have been cut. No other damage or issues were identified, and no determination was able to be made based on the photos. The carrier tube was cut, which is consistent with the reported information. If the device could not be withdrawn, then suture lock-up occurred, resulting in the reported adverse event. The user did cut and remove the device, but the anchor-suture-collagen assembly was left in the patient, and the suture was not cut below the skin until it was determined that the anchor did not migrate into the vessel. Manual compression was performed to achieve hemostasis, and the suture was cut after 48 hours without issue. No additional treatment or intervention was required, and the issue was resolved successfully. As a result, the complaint was confirmed for a potential device withdrawal difficulty. The exact root cause cannot be determined. The likely cause was determined to have been suture lock up resulting in difficulty with device withdrawal and resulting in the reported adverse event. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that the doctor was completing a procedure via femoral access using the involved 6fr angio-seal vip. The doctor encountered issues during the procedure, the angio-seal was located and set, but when the doctor attempted to seal, resistance was encountered while pulling back, only managing to expose the "g" on the angio-seal sheath. The doctor followed the "suture lock up" bailout procedure by cutting the small white tube. When the doctor tried to remove the device, there was resistance again. However, this time the collagen was in and at the tip of the sheath. Using ultrasound, it was confirmed that the anchor and suture were still in place and that there was no collagen plug or remnants. The doctor then cut the suture below the stop and removed the tamper tube. After holding manually for 20 minutes, hemostasis was achieved. The doctor consulted with a colleague, and decided to glue the suture track and keep the suture intact to ensure the anchor did not migrate. The plan was to cut the suture in 24 hours and monitor the patient. The patient remained stable with blood loss less than 250cc. The event results did result in patient injury and medical/surgical intervention was needed. Additional information was received 18 sep 2024: the suture was cut after 48 hours. The patient remained stable but had significant bruising around the groin. No further intervention has been required to date

Manufacturer narrative:
This report is being sent as follow-up 1 to correct the model & catalog number in section d4.